Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the delivery catheter was used to support implanting, however failed to reach the ventricular wall as the patient's right atrium was quite large. It was noted that the lead dislodged while the sheath was slitting.the lead was removed and replaced. No patient complications have been reported as a result of this event.